Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
It was reported that the patient was treated for an infection at the abutment site (specific dates and treatment not reported). The infection has reportedly since resolved.